Event description:
At about 10 years and 9 months after primary, the patient has been revised because of aseptic loosening of the stem. The surgery has been completed successfully.

Manufacturer narrative:
Batch review performed on 06-jun-2024, lot 104273: (B)(4) items manufactured and released on 10-feb-2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event since the release of this lot. Clinical evaluation revision 10 years and 9 months after primary tha due to aseptic loosening. From the radiographic image signs of stress shielding and radiolucent lines in gruen zones 1 and 7 are visible along with significant diaphyseal cortical hypertrophy. As former x-ray images are not available, the history cannot be reconstructed in detail.

Manufacturer narrative:
Piece returned on 17 jul 2024 visual inspection performed bz r&d project manager: during the analysis it is evaluated the explanted stem. Some burns and scratches are present mainly on the neck part probably due to revision surgery. The stem titanium body is completely free of ha, as it is expectable after years of implantation. It is not possible to determine the root cause of reported complaint.